Manufacturer narrative:
Additional information added to b2, b5, b6, b7, d11 and h10. D11: extraneal 7.5% pd2 and covidien catheter. B5: upon follow-up, it was reported that the cause of peritonitis was due to diarrhea (reported as loose motion). The cause was previously reported as unknown. It was reported that the patient was hospitalized for the peritonitis. On an unreported date, the patient was treated with vancomycin injection (1 gm every 5th day) for peritonitis. Antibiotic treatment were still ongoing. Ten days after the event onset, the patient was discharged from the hospital. At the time of this report, the patient has recovered from the event. Based on recent information received regarding cause of the event, the baxter disposable is no longer a suspect product in the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by diarrhea. The cause of the event was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with vancomycin injection (every 5th day, dose, route and duration were not reported) and ceftazidime injection (1gm, daily, route and duration were not reported) for peritonitis. At the time of this report, the patient outcome was unknown. Pd therapy was ongoing. No additional information is available.